Event description:
It was reported by the customer that a bd pyxis anesthesia es station got an error "need to restart" in the middle of the surgery. The customer added that the station kept restarting and that another device was used to get the medications, causing a delay. There were no adverse events or injuries reported based on this events.

Manufacturer narrative:
The following fields have been updated with additional/corrected information; b5, d1, d5, d9, g6, h2, h4, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 31-aug-2022 to 30-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that encountered an error (need to restart) and the station kept restarting in the middle of a procedure. A field service engineer verified the station and applied hardware related solution for the issue to be resolved. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es station got an error "need to restart" in the middle of the surgery. The customer added that the station kept restarting and no other information was released regarding the reported event. There were no adverse events or injuries reported based on this events.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined station got error stating "your pc run into problem and need to restart." An onsite field service engineer verified station and applied hardware related solution to resolve the issue. The system was functional as intended.